Event description:
It was reported that patients implantable pulse generator (ipg) had to be explanted due to ipg being infected. Patient states that the ipg was infected due to non-sterile equipment which caused an infection in the patient's body. No further information could be obtained despite good faith efforts.